Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. After leaving the wall adapter plugged into a working outlet for 30 minutes, the pump began charging, and no further assistance was required.